Manufacturer narrative:
According to the complainant, the device has been disposed; therefore, the cause of the reported event is undetermined. The april 2008 15-month radial jaw biopsy forcep product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
In 2008, it was reported to boston scientific corporation that a radial jaw biopsy forcep device was used to remove a polyp from a pt's stomach. According to the complainant, the biopsy site continued to bleed after the sample was obtained and cauterization was attempted using a 7f gold probe device; however, "no burn" occurred. It was further reported that a second gold probe device was used to complete the procedure. There were no reported complications to the pt and the pt's condition after the procedure was reported as "ok".